Manufacturer narrative:
The returned device was evaluated and after investigation, no tears or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The exposed portion of the soft cannula was found to be kinked. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin.

Event description:
It was reported the patient's blood glucose level rose to 277 mg/dl while wearing the pod between 4 and 24 hours. The patient reports during a correction bolus the pod was leaking during wear. As treatment, the patient applied a new pod.